Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient later reported that she was having procedures done and not sure if the spinal leak was connected with device. They were trying to do testing to determine it or have it removed. This all started 3 weeks after implant and patient was very irritated. The patient had radioactive nuclear scan and changed. The patient stated she could not lay flat go away stand up go away; could not drive; could not do anything for 3 months. Patient stated she was dizzy, vision affected could not read. Before patient could ambulate a little bit; could eat in 10 min and lay back down again. Patient stated she has zero life. The patient stated she doesn't hurt anywhere. The patient stated she thought there was an infection because the back was hot no visible infection at wounds everything was healed no scaring. Patient stated this started getting hot about 2 weeks ago. The patient went to emergency room (B)(6) 2016 because of back being hot and disorientation and not being able to talk. Patient stated they did blood work, x-rays and referred to neurosurgeon and he stated he would help patient he thought spinal leak and was working on compatible tests to check this. Addition reported a week later that patient experienced shocking last night and device was now off. Representative was unaware if device was off when shocking started or if it was turned off after. Representative had limited information as they had not met with patient yet. It was reported that patient had a head MRI a few weeks ago was indicated that patient was recently exposed to emi environmental. The change in therapy/symptom was noted as sudden. The patient stated she started to feel severe shocking / jolting sensation last night. The patient stated the sensation was so severe that it made her nearly jump out of bed turned stim off last night when it started but she was still feeling the sensation with therapy off. It was later clarified that shocking started when the device was on but then she turned stim off and was still feeling the shocking. Technical service told representative that pocket sensation is likely a medical issue, stimulation sensation was appropriate and patient was feeling stimulation vaginally when representative ran impedance. Representative did state that patient have sensation of bruising at the pocket site for about a week; although pocket assessment showed that the site of ins looked and felt fine. The patient didn't have trauma/fall to implant site. The patient impedance ranges reported were normal. Representative stated patient was having good symptom relief. Patient was working with a neurologist for other neurological issues, and she was planning to have device explanted in the next few days. The representative stated that patient has potential spinal fluid leak, and hcp was hoping to have MRI of patient's spine. Patient's neurological issue was not related to interstim, per representative. It was later reported 2 days later from previous call that the ins and lead were removed either on (B)(6).

Event description:
(B)(6): it was reported that patient experienced severe headaches. The patient stated her stimulator was working great, the patient went from 10 catheters a day to 4-5 but was getting sick with bad headaches and it was causing mental confusion. It was noted that when patient would lay down takes an hour to go away, but stand up to use bathroom come right back. The pain felt like head was so tight could pop it, causing vision to be blurry and ears ringing. The patient stated side of neck on both sides temple down felt numb to touch. It was noted that the headache, back of neck of skull felt so tight on top of head if stuck needle relieve pressure. There was pressure behind eyes was thought had vision changes saw ophthalmologist about month after implant couldn't figure out why vision changing so much. The patient experienced heart problem too, the pain made the heart race thought was having heart attack. The patient saw heart health care provider and stated everything was ok. Additional information received in about 2 weeks later stated she has seen 5 doctors about the issue, but her neurologist was ordering the imaging. The hcp thought it may be a spinal fluid leak that could have been nicked during implant for the postural headaches. The patient indicated that the symptoms could not be device. However her hcp thought she may have a spinal cord leak that could have been caused during implant if the spinal cord had been nicked. It was then stated that the symptoms reported were related to the device or therapy. The patient stated that she already had a head MRI, and now their neurologist wanted patient to have a neck MRI, and stated that she was not sure if it was related to the manufacturer therapy but later in the call stated, "they thought it was a spinal leak and actually thought that it was related. The patient could not even talk sometimes and could not walk and have neurological problems", and stated this started happening 3 weeks after the interstim was put in ((B)(6) 2016). The patient stated the problems she has been having have "completely incapacitated patient". The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) njy309340h revealed no anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported shocking started in (B)(6) 2016. Patient stated that when device was on it was a gigantic jolt and when turned off and just residual shocks. Patient would lay in bed and shock patient. Patient stated that it started out of the blue. Patient is a very thin person and laying on couch watching television and laying there waiting for time to pass and all of a sudden just started shocking patient. Patient stated that this was all removed (B)(6) 2016. Patient was a very skinny person and not sure if pumped something or what. Caller wanted to know what happened to device. Patient stated that the hcp wanted to reinsert this device in (B)(6). Patient stated then when device in developed spinal leak. Patient stated that they did general anesthesia when had device. The device worked great and only had to cath in am and night time. Patient wondered if they should have the device placed or not. Patient was going to have tests on the spine however after device taken out all the spinal leak symptoms went away. Patient scared and afraid of developing another spinal leak. Patient was advised to consult with doctor for more information. Device was taken out in emergency in (B)(6) 2016. Patient stated that these symptoms started and patient reported this already. Patient stated headaches, had to lay completely flat. Patient states only ambulate and could not drive. Patient stated that they would get up and go to bathroom and than lay flat. This all started (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.